Event description:
Customer reports, "the pt has been operated on for a carotoid deobstruction, the second day after the operation, the pt was reoperated and the suture rupture was remarked. The technique used was the'continuous' arc." In other words, suture rupture occurred two days following surgery.